Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if the device is explanted and returned to boston scientific crm for laboratory testing. A request was made to the field for device status. To date, the device has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) in (B)(6) 2009 to report that this device is included in the shortened replacement window advisory. The clinic nurse reported that the patient is 100% paced and had received numerous shock therapies. In (B)(6) 2011, the monitoring voltage was 2.55 volts and was associated with a charge time of 16.9 seconds. Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2012. There were no reported allegations or complaints against the device's operation or functionality at the time of the procedure. No adverse events were reported during or after the procedure.